Manufacturer narrative:
The returned insert received from the practice was tested in the qa lab for the complaint of the insert is getting hot. The inserts was inspected and tested, the insert was tested for temperature and a maximum reading of 92.8 degrees was recorded. The insert was tested using a g-136 unit at 35cc of water flow, the test unit # was (B)(4), thermometer ID # (B)(4) (cal date (B)(6) 2016 - cal due (B)(6) 2017). The insert has a leak at the distal from aggressive deflashing. In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4°f to warrant a failure. The insert can be deemed as failing for the leak issue.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 30k fsi-sli-fg-10s insert, the insert was heating up; no injury resulted.